Event description:
It was reported that a nrg rf needle was selected for use during an ablation procedure. The device was prepared, and performed energization for septal puncture, however, it did not cross from right atrium to left atrium. The tip of the needle appeared to be different from the usual one, and the physician thought that it might not have been energized and decided not to use the device. Thus, the device was replaced. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.